Event description:
It was reported that a patient under went a breast surgery procedure on (B) (6) 2009. Prior to use on the patient, the reservoir would not activate when the bottom flap was bent. A second like device was obtained and no adverse patient consequences occurred.

Manufacturer narrative:
(B) (4) - failure to plate locking mechanism - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00401. The same patient is represented in each medwatch.